Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. In addition, the monitor would not power up as received. Upon evaluation, multiple components were thermally damaged on the pca board. High voltage had deviated to low voltage circuitry and caused the damage. The root cause of the voltage deviation cannot be positively identified due to the extent of the damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor indicating that the monitor's response buttons were not working properly.